Event description:
The physician placed an unspecified stent in the left renal artery. The pt developed a pseudoaneurysm as a result of stent placement. The following day, the physician decided to place a graftmaster stent in an attempt to treat the pseudoaneurysm. Reportedly, a second pseudoaneurysm developed at the distal end of the graftmast stent. The physician decided to treat the pt "conservatively." Although requested, no additional info was available.